Event description:
As reported, during an angioplasty procedure in the iliac artery, the cutting balloon would not fully deflate. When the cutting balloon was pulled through the sheath, it transected the sheath and potentially dissected the artery. The whole system was removed and the patient was sent to surgery to close the iliac. The pt is reported as doing "fine."